Event description:
No blood glucose levels reported. The customer reported several no delivery alarms in the past. The customer reported that the no delivery alarms were fixed by removing the infusion set from the reservoir and reconnecting it. The customer also reported a couple of instances where the tubing of the insulin pump was causing issues. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).